Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the intrauterine access balloon catheter would not deflate. Another new balloon was used to complete the procedure successfully. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: an intrauterine access balloon catheter was returned for investigation. The device was returned with the balloon deflated. A functional test was performed and the balloon was found to inflate without incident. Upon deflating the balloon, it was found that pressure was needed when inserting the syringe against the black plunger. History has shown this is normal with this inflation valve. The device history record was reviewed, there were no non-conformances that were related to the alleged failure. A review of complaint history revealed this complaint is the only one associated with lot number 7986424. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. It was determined that the balloon functioned as intended. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
No additional information received regarding the event.